Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using four gore® viabahn® vbx balloon expandable endoprosthesis (vbx) for total occlusion in the left common iliac artery. Two vbx were deployed from the left common iliac artery to the left external iliac artery. Two vbx (right: bxa075901j, left: bxa073901j) were deployed using the kissing stent technique. On an unknown date in (B)(6) 2020, the patient presented with claudication in the right leg. Computer tomography angiography revealed compression of the two vbx which were implanted using kissing stent technique. The thrombotic occlusion was observed in the right vbx. The left vbx was compressed but patent. On (B)(6) 2020, the patient underwent reintervention. Thrombectomy of right vbx was performed. The compressed areas were re-expanded using the kissing balloon technique. Two additional vbx were deployed using the kissing stent technique. On unknown date in (B)(6) 2021, the patient visited the facility because claudication reappeared. The compression of the vbx and thrombotic occlusion were confirmed. Surgical thrombectomy and re-dilation of the vbx were performed. On unknown date in (B)(6) 2021, at the follow-up, the compression of vbx was confirmed. Reportedly, the patient was asymptomatic. On (B)(6) 2021, the patient underwent reintervention. After the kissing balloon technique was performed, bare metal stents were placed on the proximal side of the vbx using the kissing stent technique.

Manufacturer narrative:
The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), states, ¿as with any balloon expandable stent, use of the gore® viabahn® vbx balloon expandable endoprosthesis in anatomy and procedures where the device is susceptible to severe external compression may result in permanent compression of the device. This can cause partial or complete device occlusion which may result in ischemia and related serious harms, potentially necessitating additional endovascular procedures or surgical intervention.¿